Event description:
A micro sagittal saw was sent in for cleaning, lubing and adjustment because the customer was not able to effectively clean some blood out of the device. No adverse consequence was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.